Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached early elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 lead implanted: (B)(6) 2008; 419478 lead implanted: (B)(6) 2008.